Event description:
The patient contacted animas on (B)(6) 2012 and stated the ok keypad button would stick and was hyper responsive and the up and down arrow buttons were intermittently unresponsive. The patient denied damage to the keypad and noted the symbols were worn. The patient reportedly wore the pump in a case in a pocket and cleaned it with a dry cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow, down arrow and contrast buttons had intermittent response and required multiple presses to evoke a response. The ok keypad button was confirmed to be hyper-sensitive and caused scrolling when pressed. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and the ok button contact was noted to be inverted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.